Manufacturer narrative:
A technician visited the facility on 2020-02-07 and replaced the strap. The account manager was unable to obtain any further information about this incident. However, upon investigation, it was discovered that this is a known potential issue with the a-series which has been observed internally. Normally, when the carry bar nears the top limit, a magnetic sensor activates and triggers the motor to stop. During unloaded or light load operations, the motor can stop quickly. However, it has been observed that when the lift is loaded to near its max capacity (625 lbs.), there is a potential that although the magnetic sensor triggers the motor to stop, the inertia of the high load mass means the motor will take longer to stop. The magnetic patch in the strap can then get lodged between the strap rollers. To remove the carry bar from this situation requires a large amount of force and will result in the carry bar suddenly dropping down once it is free of the rollers. This issue is difficult to replicate reliably and is related to a combination of weight, speed, battery charge level, and angle of lifting. However, it is a known potential design issue. No corrective actions are needed at this time. This is an infrequent event that can be prevented with careful handling of the lift.

Manufacturer narrative:
This investigation is ongoing. Further details will be submitted when available.

Event description:
A carry bar became lodged in the highest position and would not lower when the handset was pressed, though the employee could hear the sound of the motor unspooling. The carry bar then dropped onto the head of the employee, hitting the employee in the face (mouth, lips, teeth, cheek area). The employee left work and went to hospital and took time off work as a result. Handicare was informed of the incident on (B)(6) 2020.